Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, there was an unexpected outcome. Target was plano and the patient ended up -1.50. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).